Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to verify if there were any breaks in the sensor's optical fiber and a break was detected within the sensor cable near the middle. The optical fiber was found to be broken, confirming the reported problems. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal or the inability to calibrate it. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that a stemi patient had an intra-aortic balloon (iab) inserted as a bridge for cardiac surgery. It was noted to be a fiber optic cable had a kink. Pressure waveform was unable to be seen. There was no injury or harm to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that a stemi patient had an intra-aortic balloon (iab) inserted as a bridge for cardiac surgery. It was noted to be a fiber optic cable had a kink. Pressure waveform was unable to be seen. There was no injury or harm to the patient.